Event description:
Medwatch (B)(4). Study - this case is a report referring to a 4 year-old patient. An investigator reported this case from the biomarin study, cerliponase alfa observational study. "The patient's past medical history included: neuronal ceroid lipofuscinosis, sleep terror, and seizure. No allergies were reported. Concomitant medication included: zonisamide, levetiracetam, and pyridoxine hydrochloride, which were used a pre-medication for the brineura treatment. " "on an unreported date, the subject underwent implantation of intracerebral ventriculostomy (icv) set (manufacturer not reported; model not reported). The lot number was not reported. On 17-sep-2021, the subject initiated treatment with brineura (300 milligram, qow, icv). The lot number for brineura was unknown." "On (B)(6) 2022, the brineura infusion began at 10:08. At 10:29, the subject's csf culture was positive for rare strep on preliminary result and she was diagnosed with meningitis (meningitis), assessed as grade 4. The subject's csf also showed elevated wbc and lactate. On (B)(6) 2022, the subject started to vomit and had a fever of 102. She presented to the emergency department (ed) and was admitted. The subject was started on treatment with vancomycin and ceftriaxone. On (B)(6) 2022, additional csf collection from the port revealed gram positive cocci in pairs (preliminary result). No action was taken with brineura due to the event." "The outcome of the event was reported as not recovered/not resolved. The investigator assessed the event as life-threatening and medically significant. The investigator assessed the event of meningitis as related to treatment with brineura. The investigator assessed the event of meningitis as related to the icv device. According to the investigator, other etiological factors may have included potential contamination of the sample." Additional information received on 25-feb-2022: "on (B)(6) 2021, the subject underwent implantation of an intracerebral ventriculostomy (icv) set (codman rickham reservoir). The lot number was not reported, however, the expiration date was reported as 31-dec-2025. On (B)(6) 2022, the icv device was removed. The device was not returned." Additional information received on 01-mar-2022: "csf analysis from the sample taken from the port on (B)(6) 2022 was notable for profound pleocytosis (1800 wbcs, 1000 rbcs). The csf culture revealed polymicrobial growth with strep mutans, actinomyces, and alpha hemolytic strep. The final result was rare streptococcus salivarius / vestibularis group. The subject was treated for bacterial meningitis and sepsis." "On (B)(6) 2022, the rickham csf reservoir was removed, and on (B)(6) 2022, the subject was discharged on IV antibiotics administered through a PICC line. The subject was scheduled to have follow up with infectious disease (ID) and with neurosurgery to determine timing for re-insertion of the reservoir." "The outcome of the event was reported as recovered/resolved on (B)(6) 2022 at 11:38." Additional information received on 29-jul-2022: "additional concurrent conditions included agitation and anxiety. Concomitant medications included clonazepam." "On (B)(6) 2022, the subject underwent reservoir implantation. Additional treatment for the event of meningitis also included cefazolin sodium, paracetamol, and valaciclovir hydrochloride. On an unspecified date, treatment with brineura was missed due to the event. The outcome date of the event was updated from (B)(6) 2022 to (B)(6) 2022. Upon further review of this case, it was identified that the event of life-threating meningitis (meningitis) was initially assessed as listed and should have been assessed as unlisted. With the updated assessment, this case qualifies for expedited reporting." Additional information received on 21-mar-2024: "this clinical site is no longer participating in the bmn 190-501 study. The report type has been updated to spontaneous. No further information was available." Case comment: "the patient experienced meningitis, which is a known complication of surgically implanted icv device. The causality of event is assessed as not related to brineura."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.